Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states unit will run for a while and will shut down without warning.